Manufacturer narrative:
Changes with the additional information the patient code (B)(4) and the device code (B)(4) no longer apply to the event.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that they met with the patient on (B)(6) 2017. The manufacturer representative was able to adjust their amplitude to a comfortable level in each position while utilizing their existing adaptive stimulation programming. The patient was not waiting 3 minutes after adjusting their amplitude in each position. Re-education was performed and the manufacturer representative had the patient make a change and then demonstrate their knowledge of the steps. The patient¿s weight at of the time of the visit was unknown. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 3550-29, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) ((B)(4)) found the stimulator ins battery had reduced capacity due to being overdischarged. Analysis of the lead ((B)(4)) found the stimulator lead body had broken conductors 45.3 cm from the proximal end of the lead. Conductors 0 and 3 were found to be broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the consumer thought they needed the settings to be adjusted. The patient felt electricity through their body when they lie on their sides or back. There were no reported falls or traumas. This started about 3 weeks ago in (B)(6) 2017.

Event description:
Additional information received from the manufacturing representative indicated that they will be meeting with the patient on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016: product type: lead. Product ID: 3550-29, product type: accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.